Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead implant procedure, electrocautery was used causing interference to the ipg. In turn, communication was lost completely due to the ipg being inoperable. As a result, the patient's ipg was explanted and replaced during the procedure.

Event description:
Follow-up information revealed effective therapy was regained following the procedure.